Event description:
Dealer called to add joystick to quote (B)(4) due to intermittently losing drive configuration. Spoke with tech. Dealer advised joystick with issue is from order 861173447. Dealer could not provide any further information.